Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring. During the procedure, while deploying the device, the valve was deployed too deep. The physician recaptured the device and tried to deploy it again, however during deployment, the physicians finger was on 80% release button. By time it was realized, 2 of the valve tabs had already released. As a result, the valve landed too deep in the ventricular direction while 1 tab was still attached. The implant depth was 9mm ncc and 9mm lcc. No coronary artery or arteries were blocked due to the issue. A snare was used to pull up the valve, and during the pulling up, it migrated above the annulus. A 2nd 29mm valve was requested and deployed at a depth of 3mm with a good final result. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is stable.

Manufacturer narrative:
An event of migration or expulsion of device, use of device problem, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the reported device migration and use of device problem appeared to be related to procedural circumstances. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring. During the procedure, while deploying the device, the valve was deployed too deep. The physician recaptured the device and tried to deploy it again, however during deployment, the physicians finger was on 80% release button. By time it was realized, 2 of the valve tabs had already released. As a result, the valve landed too deep in the ventricular direction while 1 tab was still attached. The implant depth was 9mm ncc and 9mm lcc. No coronary artery or arteries were blocked due to the issue. A snare was used to pull up the valve, and during the pulling up, it migrated above the annulus. A 2nd 29mm valve was requested and deployed at a depth of 3mm with a good final result. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is stable.